Event description:
Four yrs ago consumer had an enteric procedure done for acid reflux. Soon after the procedure, he was unable to "eat decent," consuming "good food" as meats and breads would cause him to have a "brain freeze" (similar to when you eat ice cream). If he consumed hard foods like popcorn or peanuts it would cause him to vomit. Because of these symptoms, consumer has had 13-14 stretch-out procedures done to his esophagus. His last procedure was done, because he'd been losing weight, a couple months ago and now he's able to eat soft foods like ice cream. Visiting a doctor is a big inconvenience because he travels 365 miles. Last procedure he was told should last a year (done in 2007). In the past he would encounter swallowing difficulties in just a couple weeks and usually by 6 months even drinking liquids has been a problem. He wants FDA to be informed of the procedure's side effects.